Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had autofill failure during prior use. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings,component code, investigation conclusions , health effect ¿ impact codes),h11 , b3 ,b5 ,b6 , b7 , d10 , additional information- e1(initial reporter)- (B)(6). A getinge field service engineer (fse) replaced purge valve assembly ((B)(4)) and pneumatic coupling ((B)(4)) to resolve the issue. All functional and safety checks are meet to factory specifications performed and returned to use

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had autofill failure during prior use. There was no patient involved.